Event description:
It was reported that a patient showed cornea edema in the left eye one day post-operative (op) with an intraocular lens (iol). The operation was uneventful, and tobramycin dexamethasone eye ointment was routinely applied. The patient was immediately given 250ml sodium chloride injection + ceftazidime for injection 3.0g + dexamethasone injection 10 mg injected intravenously (ivgtt) every day for mydriasis, alternating tobramycin eye drops, prednisolone acetate eye drops and levofloxacin eye drops to the left eye 6 times/day, compound tropicamide eye drops to the left eye 3 times/day and other symptomatic treatment. On day two post-op, the patient's condition improved and symptomatic treatment was continued, tobramycin eye drops, prednisolone acetate eye drops and levofloxacin eye drops alternately applied to the left eye 6 times/day, and compound tropicamide eye drops applied to the left eye 3 times/day. Further information was provided that the medications given by surgeon was not standard post-op routine care, but to treat the corneal edema. The patient's symptoms were eliminated and there was no impact to the patient's vision. No further information was available.

Manufacturer narrative:
Initial reporter telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.